Event description:
It was reported that the patient developed a mass on the right side of his sternum after the first week of using the monarch device. The patient was taken to the urgent care department where the x-ray tests performed showed no bone damage. The patient was diagnosed with chest wall asymmetry and the urgent care doctor noted the lump was due to a shift the of the patient's cartilage. The patient did not complain of any pain and his vital signs were within normal ranges. There was no report of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Device inspection details on 9/7/23. The monarch device was returned and inspected by a hillrom technician, who noted the device was functioning as designed. No malfunction was observed. During a recent follow-up call, the patient's mother noted that all health care professionals involved agree that the reported lump was due to a shift in the patient's cartilage. The use of the monarch device will be held for 3 months as advised by the patient¿s healthcare provider, and the patient will be referred to an orthopedist if the lump will still be present at that time. In this event, the mass appeared on the patient's sternum after use of the monarch device. The patient did not experience pain, the x-rays performed showed no bone damage, and the mass is not life-threatening. However, as the reported mass has not yet fully resolved at this time, a serious injury due to permanent damage to a body structure cannot be excluded at present. Additionally, the device was returned for inspection, and no malfunction was noted. The exact cause of the reported event cannot be determined at this time; therefore, it cannot be excluded that the monarch device contributed to the event. If any additional and relevant information is received, the case will be re-assessed accordingly.

Manufacturer narrative:
UDI related data quality updates only. This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, model number, and UDI corrections were required to this MDR in alignment with the gudid. In addition, an expiration date could not be obtained.

Event description:
It was reported that the patient developed a mass on the right side of his sternum after the first week of using the monarch device. The patient was taken to the urgent care department where the x-ray tests performed showed no bone damage. The patient was diagnosed with chest wall asymmetry and the urgent care doctor noted the lump was due to a shift the of the patient's cartilage. The patient did not complain of any pain and his vital signs were within normal ranges. There was no report of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
It was reported that the patient developed a mass on the right side of his sternum after the first week of using the monarch device. The patient was taken to the urgent care department where the x-ray tests performed showed no bone damage. The patient was diagnosed with chest wall asymmetry and the urgent care doctor noted the lump was due to a shift the of the patient's cartilage. The patient did not complain of any pain and his vital signs were within normal ranges. There was no report of device malfunction. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
It was reported that the patient developed a mass on the right side of his sternum after the first week of using the monarch device. The patient was taken to the urgent care department where the x-ray tests performed showed no bone damage. The patient was diagnosed with chest wall asymmetry and the urgent care doctor noted the lump was due to a shift the of the patient's cartilage. The patient did not complain of any pain and his vital signs were within normal ranges. There was no report of device malfunction. The patient is 11-year-old male with relevant medical history of severe persistent asthma. During follow-up, the patient's mother stated that the monarch therapy was held as advised by the urgent care doctor and patient's healthcare provider. The reported mass decreased in size but did not resolve completely. The patient recently underwent a CT scan, whose results are currently pending, however, it was noted that the healthcare provider is not concerned about the CT scan results, as he feels there is no new damage to patient¿s lungs. The patient was prescribed with ibuprofen 400mg daily for a week and will be reviewed by the healthcare provider before possibly resuming the monarch therapy. The monarch airway clearance system is intended to provide airway clearance therapy and promote bronchial drainage where external manipulation of the thorax is the physician's choice of treatment. It is indicated for patients having difficulty with secretion clearance, or the presence of atelectasis caused by mucus plugging. In this event, the mass appeared on the patient's sternum after use of the monarch device. The patient did not experience pain, the x-rays performed showed no bone damage, and the mass is not life-threatening. However, as the reported mass has not yet fully resolved at this time, a serious injury due to permanent damage to a body structure cannot be excluded at present. The exact cause of the shifting cartilage is undetermined at this time but thought to be contributed to the use of the device. Additionally, results of a recent CT scan are currently pending and will be reviewed by the healthcare provider before possibly resuming the monarch therapy. Additionally, the trainer reviewed the settings and there was no indication or allegation of device malfunction, however, the device will be returned for inspection. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.